Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. The device evaluation reported that the air/water problem was highlighted due to an insufficient flow due to the clogging of the scope nozzle hose. Further evaluation also found the following detects, bending section rubble glue worn out and separated, scope cover has a leak failure and appears also cracked, insulation resistance value out of specification, light guide bundle fiber broken, distal end component parts missing, universal cord has wrinkles, and angles wires in coil pipe stretched and angulation out of specification. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus, the evis exera iii gastrointestinal videoscope had weak air/water flow. Upon inspection and testing of the customer returned device, foreign debris was found clogged in the air/water nozzle of the scope. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The investigation confirmed that the air/water nozzle on the device was clogged with a foreign material. A review of the device history record found no deviations that could have caused or contributed to this problem. The investigation did not establish a definitive root cause for this problem. However, it is probable that the issue occurred because the device was incorrectly reprocessed. Incorrect reprocessing likely led to the build of either bodily fluids or precipitated chemicals in the nozzle. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU), which state the following: "operation manual: preparation and inspection: inspection of the endoscope: inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Reprocessing manual: reprocessing the endoscope (and related reprocessing accessories)_ precleaning the endoscope and accessories warning:if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside immediately after each patient procedure. Flush the air/water channel with water and air_ caution:to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948)after each patient procedure. Manually cleaning the endoscope and accessories: clean the external surfaces: while immersing the endoscope completely in the detergent solution, thoroughly wipe all external surfaces of the insertion section, using clean lint-free cloths or sponges. Take the insertion section out of the detergent solution and confirm that no debris remains on all external surfaces, particularly the air/water nozzle opening and the objective lens on the distal end. Flush the air/water channel with detergent solution, remove detergent solution from all channels. Presoak for excessive bleeding and/or delayed reprocessing after each procedure." Olympus will continue to monitor field performance for this device.